Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the three devices used during the same procedure. Refer to manufacturer report# 3005099803-2019-02945 (wallflex biliary rx uncovered stent), and 3005099803-2019-02939 (resolution 360 clip) for the other associated device information. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 16, 2019. According to the complainant, a resolution 360 clip was advanced through the duodenoscope and affixed to the tissue but failed to deploy, and was unable to anchor a wallflex biliary rx uncovered stent in place. Reportedly, a second resolution 360 clip also affixed to the tissue but failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.